Event description:
(B)(4) MDR - after an implantation time of about 63 months, artifacts in the rv channel without shock triggering were reported. No artifacts could be triggered during provocation tests. No deterioration in the pt's state of health was reported. The device was explanted.